Event description:
It was reported that noise resulting in oversensing and high pacing impedance were observed on the right ventricular (rv) and right atrial (ra) leads. The noise was reproducible on the ra lead. Ra and rv lead insulation damage was suspected to be the cause of the event. No intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.

Event description:
Correction: the previously reported event of high pacing impedance did not occur on the right atrial (ra) lead.